Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time we are unable to determine the relationship between the device and the cause of the event.

Event description:
It was reported to boston scientific corporation than an injection gold probe was used for hemostasis of an ulcer in the stomach during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure the injection gold probe failed to transmit current. The frequency output to the device was increased. The gold tip of the device burnt, separated from the ceramic tip of the device, then detached and fell into the patient's stomach. The detached tip was retrieved with a foreign body basket. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed that the distal section of the catheter was melted, with evidence of internal burning. Additionally, the internal wires were detached from the distal tip. The distal tip, including the ceramic and gold components, was present and was not detached from the device. The tip was no longer connected to the catheter; however, it was attached to the guide tube. An electrical evaluation was performed and the device failed an electrical load test. These failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation than an injection gold probe was used for hemostasis of an ulcer in the stomach during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure the injection gold probe failed to transmit current. The frequency output to the device was increased. The gold tip of the device burnt, separated from the ceramic tip of the device, then detached and fell into the patient's stomach. The detached tip was retrieved with a foreign body basket. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.